Manufacturer narrative:
The condition of battery depleted set was confirmed through the event history due to depleted main batteries. The main batteries were replaced to correct the reported condition. Should additional information become available, a follow up medwatch will be submitted. (B)(4).

Event description:
During review of the event history by baxter it was determined that a battery depleted set occurred on all three channels during delivery causing an interruption of delivery. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available. This device utilizes user interface module master software version 5.03.00 categorized as unremediated.

Manufacturer narrative:
(B)(4). A service history review revealed that this device was previously serviced for the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.